Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported intermittent stimulation changes. Reprogramming was completed. Following the reprogramming, the patient reported one (1) occurrence of increased stimulation which caused the patient to fall, landing on their knees. A knee fracture was confirmed. X-ray imaging was obtained and confirmed appropriate lead placement with no migration. The patient reported that the evoke scs system was providing adequate pain relief prior to the reported event.

Manufacturer narrative:
Additional information: section d ¿ brand name, common device name, model, catalog, serial, expiration date, unique identifier. Section g ¿ date received by manufacturer; type of report; if follow-up, follow-up # section h ¿ if follow-up, what type; device manufacture date and evaluation codes. The evoke cls remains implanted. The device logs prior to the reported event were reviewed, with no anomalies identified. The root cause of the reported intermittent stimulation changes, prompting the need for device reprogramming, cannot be definitively determined. The device logs following the reprogramming were reviewed; a change in the patient¿s neurological (ecap) signal was noted which resulted in a ¿current at maximum¿ error. No additional stimulation was administered following this error. The reported event of increased stimulation is confirmed. The evoke scs system clinical manual details the expected behavior following a current at maximum event, ¿if the stimulator detects a potential problem with the ecap measurement, then stimulation stops.¿ per the evoke scs system clinical manual, the following guidance details how the maximum current limit should be determined, ¿set to the first available value =1.5x stimulation current at the maximum activation plot level, measured while the patient is in the sitting posture.¿ during the patient¿s reprogramming visit, stimulation current at the patient¿s maximum activation plot level was measured at 1.4ma; the patient¿s maximum current limit setting was 15ma in their therapy program. The cause of the unintended strong stimulation is suspected to be the change in patient neurological signal and maximum current limit setting. The manufacturing records were reviewed, and the product met all requirements for release.